Manufacturer narrative:
A replacement transformer was sent to the customer. The product was received on 10/28/2014 and was evaluated 11/06/2014. The product was determined to be breached and the electrical components accessible. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4). A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed no exposed wires. The power supply was plugged in and the voltage output across the dc plug measured 0 vdc, which indicates that the transformer does not produce any voltage output. Resistance across the dc plug measured 0.770 m, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured open, and indicates that the thermal fuse did blow. Smoke, fire and sparking were not observed while the transformer was plugged in.

Event description:
The customer originally reported to customer service that her pump in style transformer would not power her pump. When the product was received at medela, it was determined to be breached, which is a safety risk.